Manufacturer narrative:
Product analysis: analysis of the logs was able to confirm the report that the programmer application closed when triggering the high gain mode under waveform settings. It was confirmed that the malfunction was a result of a known documented issue that was under investigation by the company. It is believed that a fix for the issue was implemented in the next application software version update. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer application closed and returned to the home screen when attempting to turn on the highgain mode in the analyzer settings. It was noted that connection between the base and patient connector were also lost. After reestablishing connection and staring up the analyzer it showed that highgain mode was on. The application shut down again upon turning the mode off. The issue was escalated for investigation into the root cause. The programmer and application remain in use. No patient complications have been reported as a result of this event.